Event description:
Cannot hold cerclagefix tight. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The holder sleeve was received; based on the production and material documents, all standards are complied with and that the specifications were met. A manufacturing error was not found. The reported damaged is not especially designed for the cerlagefix. It gives only a small amount of holding pressure on to the chuck. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Product defect was not found. A review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported during an unknown surgery on (B)(6) 2012 that the holding sleeve used for screwing in cerclagefix does not hold the cerclagefix tight when being used.